Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid right coronary artery. A 3.00 x 16mm synergy drug-eluting stent was selected to use for treatment. However, it was noticed that the mid part of the stent got damaged. The procedure was completed with another of the same device. No patient complications no injuries were reported.